Event description:
It was reported that the patient had the bleeding and suffered hypotension. During the procedure of farapulse pulmonary vein isolation a farawave catheter was selected for use. As per the anesthesia, intubation was difficult during start of the procedure. The patient was under general anesthesia. The procedure began with standard insertion of the ice catheter and advancement of the faradrive sheath through an 18f dilator. Transseptal puncture was completed without complication. The physician then advanced the farawave catheter through the faradrive sheath into the left atrium. Cannulation of the pulmonary veins was difficult. Multiple attempts were required to cannulate the right superior pulmonary vein (rspv), including several cannulations using the rosen guidewire. The left inferior pulmonary vein (lipv) was identified first, and the pulmonary vein isolation had no issue. During the right superior pulmonary vein (rspv) ablation workflow, anesthesia reported the presence of blood in the endotracheal tube. They mentioned to proceed only with the right inferior pulmonary vein (ripv) ablation. After ablation was finished, both the sheath and catheter were removed. Anesthesia performed a bronchoscopy, which showed no trauma to the vocal cords. Blood was visualized in the lower trachea, likely originating from the right lung. Suctioning was performed. The patient's heart rate remained stable, though hypotension (low blood pressure) was noted. A transthoracic echocardiogram showed no pericardial effusion. The patient remained intubated and was transferred to the ccu for post-procedure management. Physician does not know the exact reason for this bleeding. However, physician suspects that the rosen guidewire might have caused a bleeding in the right lung. Especially since they were cannulating for quite some time. It was difficult to find the exact source of this issue. No issue with the esophagus. Patient is expected to fully recover. Device is not returning as disposed.

Manufacturer narrative:
B5 describe event or problem field updated with additional information obtained. The reported allegation is not confirmed. The device has not been returned to bsc for analysis at this time. Device history record (DHR) review: the DHR for (B)(4) was reviewed. There was no indication that a deviation or nonconformance associated with the manufacturing process contributed to this event. Additional review is not required. Risk review: a risk review performed for the faradrive device confirmed that the event of blood loss and hypotension are known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling review: review of the instruction for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The "adverse event related to procedure" cause code was selected based on the information provided within the event description. The reported blood loss and hypotension occurred during a complex left atrial access and pulmonary vein cannulation procedure involving multiple cannulation attempts and use of a non-boston scientific rosen guidewire. Based on the available information, the physician suspected the bleeding may have originated from guidewire-related trauma to the right lung.

Event description:
It was reported that the patient had bleeding and suffered hypotension. During the procedure of farapulse pulmonary vein isolation a farawave catheter was selected for use. As per the anesthesia, intubation was difficult during start of the procedure. The patient was under general anesthesia. The procedure began with standard insertion of the ice catheter and advancement of the faradrive sheath through an 18f dilator. Transseptal puncture was completed without complication. The physician then advanced the farawave catheter through the faradrive sheath into the left atrium. Cannulation of the pulmonary veins was difficult. Multiple attempts were required to cannulate the right superior pulmonary vein (rspv), including several cannulations using the rosen guidewire. The left inferior pulmonary vein (lipv) was identified first, and the pulmonary vein isolation had no issue. During the right superior pulmonary vein (rspv) ablation workflow, anesthesia reported the presence of blood in the endotracheal tube. They mentioned to proceed only with the right inferior pulmonary vein (ripv) ablation. After ablation was finished, both the sheath and catheter were removed. Anesthesia performed a bronchoscopy, which showed no trauma to the vocal cords. Blood was visualized in the lower trachea, likely originating from the right lung. Suctioning was performed. The patient's heart rate remained stable, though hypotension (low blood pressure) was noted. A transthoracic echocardiogram showed no pericardial effusion. The patient remained intubated and was transferred to the ccu for post-procedure management. Physician does not know the exact reason for this bleeding. However, physician suspects that the rosen guidewire might have caused a bleeding in the right lung. Especially since they were cannulating for quite some time. It was difficult to find the exact source of this issue. No issue with the esophagus. Patient is expected to fully recover. Device is not returning as disposed. It was further confirmed that the patient was still in the hospital the condition is better. No tamponade or pericardial effusion was noted. No damage was noted on any of the device. The patient was still in ccu but recovering.